Manufacturer narrative:
The reported event that one-third tubular plate variax2 7 hole / l83mm was alleged of issue s-35 (no locking effect) could be confirmed since the device was returned for evaluation and it matches with the reported failure mode. Visual examination of the returned device was performed and the plate was found to be deformed and damaged at lip surface on two of the 7 holes. Such damage is most likely caused due to misalignment between the trajectory of the screw and the drilled hole trajectory leading to multiple attempts of locking. Such failure can occur in case of improper use of the instruments or drilling of holes at an angle greater than 15° as indicated in operative technique. Thus, based on the inspection the root cause could be attributed to user related issue. Due to the nature of the returned device, a functional & dimensional inspection was not possible. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The operative technique was reviewed. It provides in details all the steps involved in preparation for screw insertion and screw insertion sucha s drilling, measuring, scre selection and screw insertion. It demands that the correct drill guide should be used used for drilling as improper selection of drill guide can lead to drilling at an angle greater than ±15° may prevent locking from taking place. It also provide a note to the user that ¿ ¿drill guides should always fit securely within a screw hole ¿ a mis-match between the drill guide and the plate hole indicates that the wrong dimension drill guide has been chosen. Following final tightening, variax locking screws can be removed and repositioned at a different angle in the same hole up to a maximum of three times. Attempting to reposition a variax locking screw in a hole that already has been locked three times is not recommended.¿ instructions for use was reviewed which demands that user should ensure that they are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, and that implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. Select the required version carefully. The instruction for use also stresses that during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure.

Event description:
It was reported that the surgeon used a variax locking 1/3 tubular plate, and ran into trouble with the locking mechanism. Surgeon was reminded to use drill guide properly, but the plate would not lock. He tried two different holes and they would not lock either. Surgeon switched to different size plate and the screw locked to the plate on the first try. There was maybe at most a 2 minute delay. There were no adverse affects on the patient. He did not reuse same screws because he remeasured after placing new plate. I do still have the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon used a variax locking 1/3 tubular plate, and ran into trouble with the locking mechanism. Surgeon was reminded to use drill guide properly, but the plate would not lock. He tried two different holes and they would not lock either. Surgeon switched to different size plate and the screw locked to the plate on the first try. There was maybe at most a 2 minute delay. There were no adverse affects on the patient. He did not reuse same screws because he remeasured after placing new plate. I do still have the plate.